Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port is expected for evaluation. However, as of this filing the device has not yet been returned to conmed. To date, the investigation remains in progress and a supplemental and final report will be filed upon the completion of the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that when closing the chest at the end of the thoracoscopic esophagectomy procedure, the surgeon noticed the airseal 5mm access port trocar was damaged. Upon checking the port-site, a piece of the damaged trocar was observed in the chest wall to pleural space. The wound area of the chest wall had to be widen and the broken piece was retrieved with no problems reported. After the operation, x-ray was taken and there were no abnormalities noted in the x-ray. Other than a remedial action taken by the surgeon at the end of the surgery to remove the broken piece, the procedure was otherwise completed with no further complications, other serious injury or surgical delay reported. To date, there has been no additional information received from the user facility regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The used/damaged airseal 5mm access port was reportedly lost in transit. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and the certificate of conformance indicated that the product from this lot # 360-14bej met final inspection and product release acceptance criteria. This lot was manufactured on 08-dec-2014. Of the lot containing 960 units there was one other similar complaint received. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects reported regarding any of the incidents related to device breakage. No further action is planned at this time. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was lost in transit.